Event description:
It was reported that the patient presented in the emergency room after receiving an alert for high, out of range, hv lead impedance. Further testing is planned and the lead remains implanted.

Manufacturer narrative:
(B)(4).